Event description:
The user facility reported that the device didn't work and there was something wrong at the tip of the device. Olympus followed up with the user facility to obtain more information but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that probe was broken off. A probe check was performed on the device and the probe check failed. An error code u509 was observed. A visual inspection noted that the teflon pad was found to have normal wear. The proximal end of the device was inspected under the microscope and found evidence of fracture.